Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's nurse was shocked by the electronic unit while moving it. Reportedly there was no damage to the unit. As a result, a replacement unit was sent.